Event description:
Boston scientific crm received information that both the atrial and ventricular leads on this patient exhibited noise. The ventricular lead also had intermittent loss of capture. Both leads were removed as well as the device, as this patient is pacemaker dependant and the physician wanted to avoid a future surgery. A new system was successfully implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.